Event description:
Apex revision of the ps-r insert and retaining bolt due to infection. Patient had superficial irrigation and debridement.

Manufacturer narrative:
(B)(6) initial report. Additional information including device details of the explanted devices, date of the primary surgery, confirmation that the explanted devices are not available to be returned, post primary and pre revision x-rays, operative notes (primary and revision), patient age, weight, activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. The appropriate device details have not been provided and the relevant device manufacturing and sterilization records were not identified. If additional information is provided, conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information including device details of the explanted devices, date of the primary surgery, confirmation that the explanted devices are not available to be returned, post primary and pre revision x-rays, operative notes (primary and revision), patient age, weight, activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. No additional information was provided. The appropriate device details have not been provided and the relevant device manufacturing and sterilization records were not identified. Therefore no further investigation could be performed and the root cause remains unknown. This case is now considered closed. If additional information is provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.